Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency treatment procedure was performed when the issue happened, and the treatment was delayed less than 20 minutes, and it was completed using hand switch on console. The philips field service engineer (fse) inspected the system onsite and identified that unable to perform fluoroscopy. Upon troubleshooting, fse found that the pedal connector by cable to the stretcher was broken. To resolve the problem fse replaced the wired footswitch. And return the part for further analysis and it found the failure was due to a missing and broken locking screw, but the main suspected component is the footswitch. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved on the same system, using hand switch on console. Therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.